Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that her daughter recently experienced elevated blood glucose levels and ketones that began on (B)(6) 2021. They went to the customer's hcp for a manual injection to treat the high blood glucose. They tried using a different vial of insulin, checked the pump settings, and disconnected the pump. The blood glucose then went down to normal. They then changed the infusion set before hooking back up to the pump and the blood glucose went high again. Based on the occurrence, the customer's endocrinologist informed the customer she needed an insulin pump replacement. The blood glucose at time of event was not specified, however the current bg was 426 mg/dl. The customer had been using the insulin pump system within 48 hours of the reported high bg event. Auto mode was not active at the time of event. The customer treated the high blood glucose with the insulin pump and a manual injection/insulin pen. Customer alleges pump is under delivering as they changed the infusion set and reservoir multiple times and it is still going up they also change the vial of insulin customer declined to troubleshoot for the high blood glucose. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.